Event description:
The complainant alleged that while monitoring a pt, the device would not detect the pt's rhythm and would intermittently display a "poor pad contact" message. The complainant obtained another device to treat the pt. The pt subsequently expired.